Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-apr-2019. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal") and autoimmune thyroiditis ("hashimoto thyroiditis with high level of antibodies") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced burnout syndrome ("burn out"). In 2014, the patient experienced fatigue ("sign of fatigue more and more important with inability to do physical activity") and decreased activity ("inability to do physical activity"). In (B)(6) 2016, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypotension ("hypotension") and dizziness ("dizziness"). The patient was treated with levothyroxine sodium (l-thyroxine), levothyroxine sodium (levothyrox) and surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, autoimmune thyroiditis, burnout syndrome, fatigue, decreased activity, hypotension and dizziness outcome was unknown. The reporter provided no causality assessment for autoimmune thyroiditis, burnout syndrome, decreased activity, dizziness, fatigue, hypotension and medical device removal with essure. Further company follow-up with the regulatory authority is not possible. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.